Manufacturer narrative:
(B)(4). B. Braun medical, inc. Is submitting a single report on behalf of b. Braun (B)(4). The actual device in the reported incident was not returned for eval. W/o the actual sample or lot number, a thorough investigation could not be performed. All available info has been provided to the actual MFR. If add¿l pertinent info becomes available, a f/u report will be filed.

Event description:
As reported by the user facility through medwatch: (B)(4) lot # unk ¿ safety shield did not fully deploy; did not cover needle tip. Nurse was stuck when she was discarding needle into sharp container. No sample retained.